Event description:
It was reported that there was red screen in arctic sun device and the request to do a restart during booting. Per wo review on 08mar2023, there was no patient involvement. Per follow up information received on 27apr2023, all cards where replaced processor, isolation, power circuit card and date of event occurred was 02feb2023. Per follow up information received via email on 12may2023, the processor circuit card, power circuit card and isolation circuit card were defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty power circuit card. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was red screen in arctic sun device and the request to do a restart during booting. Per wo review on 08mar2023, there was no patient involvement. Per follow up information received on 27apr2023, all cards where replaced processor, isolation, power circuit card and date of event occurred was (B)(6) 2023. Per follow up information received via email on 12may2023, the processor circuit card, power circuit card and isolation circuit card were defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.